Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Conclusion: the switch to standby mode resulted from an unauthorized writing attempt in a protected area of the device memory. As described in the labelling, standby mode is a safe mode of operation. This unauthorized operation could be due to an alteration of the memory content by a seu ("single event upset" or "bit-flip" - i.e. A change of state of a few bits). This is a well known and non-destructive phenomenon in microelectronic circuits. Normal behaviour was restored upon device re-initialization on (B)(4), 2012.

Event description:
During a f/u, device was found in standby mode and reinitialized successfully.